Manufacturer narrative:
Failure of bone grafts to osseointegrate is an inherent risk of the procedure, although uncommon. Other variables beyond product not performing to specifications to consider in a differential diagnosis would be pt health and social history (particularly the history of smoking as it compromises the prognosis of grafting and implant treatment), site preparation trauma (heat of pressure) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy and quantity of maxillary ridge below the maxillary sinus) of the implant resulting in micro or marco movement and subsequent fibrous integration, individual grafting techniques, and post-operative complication (e.g. Infection). From the information provided, it is not possible to definitively determine if the implant, graft, technique, pt compliance, etc. Was the etiology of failure. However, because a second surgery was required to remove and/or replace the implant and graft, this event meets the criteria for reportability per 21 cfr part 803. The implant loss will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
In this event pepgen p-15 was used simultaneously with implant placement in the upper left posterior maxilla with bone quality type iii and fair oral hygiene; the pt has a history of smoking. The osteotomy was prepared via drilling and healing was subgingival for a two-stage treatment approach. The implant did not osseointegrate and was explanted during the healing period (before restoration/loading). Diagnostic findings at the time of explantation were not provided. It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant although the healing time is too short to expect complete integration.